Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has been received for analysis. Upon receipt and completion of the analysis a visual examination identified contrast media and blood in the balloon and inflation lumen. The device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole over the distal markerband in the distal balloon body. The catheter tip was slightly flared. The guidewire exchange port was slightly torn distally and twisted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure the balloon would not cross the lesion. The target lesion was located in an unknown artery. The 2.50mm x 12mm apex balloon catheter could not cross the lesion. The procedure was completed with a different device. No complications were reported and patient status is good. However, returned device analysis revealed a balloon pinhole.